Event description:
The pt was admitted to the hosp for surgical revision of a right total hip prosthesis. The surgeon described it as a failed total hip component with what appeared to be fractured plastic.